Event description:
Additional information was received indicating that the device was reprogrammed to resolve the event. The patient was stable.

Event description:
Related manufacturer report number: 2017865-2021-32888. During an in clinic follow up, it was noted there was episodes of noise resulting in oversensing. Technical support was contacted and confirmed the noise resulting in oversensing as well as episodes of noise on the right atrial (ra) lead. Technical support recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.